Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-16318 and 16319. The pt has four pns (off-label) leads from three separate lots. It was reported the pt experienced persistent discomfort at her lead site. F/u indicated the physician decided to perform surgical intervention to improve her stimulation coverage, and he was concerned one of the leads might erode eventually through the skin. The leads were explanted and replaced on (B)(6) 2013, and the pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.